Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The event date is an approximation. On (B)(6) 2025, it was reported the patient reported feeling unwell and not like herself before losing consciousness. She does not recall the event or the events that followed. Her son called 911, and she was transported to the hospital. At the time, her blood glucose was reportedly high, though she cannot recall the exact value or details of the treatment provided. She was hospitalized for five days and discharged feeling well. The patient noted she had been receiving inaccurate cgm readings prior to and during the event but is unable to recall specific details. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.